Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error. Customer's blood glucose was 189 mg/dl. Customer stated the insulin pump was possibly exposed to shower steam. Advised the customer that the insulin pump would be replaced. No further information provided.